Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Then the pump battery gauge dropped from 55% battery life to 10% then increased again to 25% while the pump was plugged into a power source. Customer reported a blood glucose (bg) level of 290 and resumed insulin to address bg levels. Customer indicated pump would continue to be used for diabetes management.

Manufacturer narrative:
.